Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device (ccd) was defective and causing the colored image. It was also found that the fiber bonding in the outer tube area (distal end) was damaged and the adhesive of the tesu board was peeling

Event description:
The customer reported that the scope had a problem with the lighting intensity. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip assembly (r-unit), tesu board and video cable. Olympus will continue to monitor field performance for this device.